Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician stated that after laser assisted flap creation, a thin flap was reported. Procedure was completed. There was no patient harm. This is one of two associated reports filed for this facility. This report is for the right eye of the patient. (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).